Manufacturer narrative:
The manufacturer previously reported an issue related to continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The patient alleged of asbesposis, pulmonary fibrosis and plueral plaque. The reported events are not related to device in this case. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external part of the device and found very little contamination on the outside. The manufacturer visually inspected the device internally and observed the evidence of sound abatement degradation/breakdown in the base unit. The blower showed signs of dust contamination. The blower seal showed signs of fine dark contamination that appears consistent with keratin contamination. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was evidence of sound abatement foam degradation and blower showed signs of dust contamination. Section h6 (component code, medical device code, type of investigation, investigation findings, investigation conclusions) were updated in this report.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused asbesposis, pulmonary fibrosis and plueral plaque. The patient did not report receiving medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.